Event description:
Caller states patient tested 5.2 inr on the coaguchek xs plus system while a comparison lab returned as 8.4 inr. No treatment information provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide this information.